Manufacturer narrative:
Outer base tube.

Event description:
It was reported by svc report that the cot had a cracked outer base tube. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.